Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide separation was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device with an antegrade stick via a 6f sheath after an interventional superficial femoral artery procedure. Reportedly, the proglide plunger was deployed successfully and the suture harvested. The footplate was retracted, no guide wire was in anatomy and the device was removed with some resistance noted. The device was found to be separated. A small dissection [vessel was not incised] was used to remove the separated shaft. After removal, it was noted that an unidentified [biological] material was stuck on the footplate. There was no reported tissue damage. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.